Event description:
It was requested to replace the front case and knobs and perform a functional test. The device was returned for repair and calibration. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken, the upper case was broken and damaged, one control knob was damaged, both bail covers were broken, the ring cover was missing, one case screw was missing, the ring cover screw was missing, the ring was missing, the battery drawer was broken and the keyboard was scratched. (B)(4).